Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had reservoir sometime did not screw in right and buttons did not always respond when first pressed. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump had no delivery alarm, rejected new batteries, rewind more than one and insulin pump had locked up and been unresponsive. The insulin pump will not be returned for analysis.